Manufacturer narrative:
Last known procedure for this patient was documented as a pocket revision occurred (B)(6) 2023 with reported successful therapy received documented under (B)(4). Date of event, explant was not provided and has been estimated to be (B)(6) 2023.

Event description:
Saluda personnel was notified on may 24th, 2023 the patient under went an additional procedure. Sometime in (B)(6) 2023, the previously implanted saluda closed loop stimulator (cls) was removed from the patient without saluda personnel being notified. The previously placed lead remained in the body when the cls explant took place. On (B)(6) 2023, a new saluda cls was connected to the electrode which had remained in the patient without complications. The evoke spinal cord stimulation (scs) was immediately operational without any problems. Stimulation is running and the patient reported immediate pain relief. At the follow-up appointment, everything was noted to be fine with the system and the wound was healing according to the physician. Additional information was requested but unavailable at the time of this report.

Event description:
Saluda personnel was notified on may 24th, 2023, the patient under went an additional procedure. Sometime on (B)(6) 2023, the previously implanted saluda closed loop stimulator (cls) was removed from the patient without saluda personnel being notified. The previously placed lead remained in the body when the cls explant took place. On (B)(6) 2023, a new saluda cls was connected to the electrode which had remained in the patient without complications. The evoke spinal cord stimulation (scs) was immediately operational without any problems. Stimulation is running and the patient reported immediate pain relief. At the follow-up appointment, everything was noted to be fine with the system and the wound was healing according to the physician. Additional information was requested but unavailable at the time of this report.